Manufacturer narrative:
The user reported issue was not duplicated. The actual device was tested. No failure was detected. The device performed within all specifications. The complaint was determined as not MDR reportable at the initial determination by following company procedures. This MDR is retrospectively filed as a corrective action to address one of the FDA inspection observations made on 08/11/2016. (B)(4).

Event description:
The user reported " intermittent air in line error". No patient was involved in this case.